Event description:
129 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the left anterior descending artery (lad). The index procedure treated one lesion for in-stent restenosis. Target lesion 1 was a 2.5mm, 99% stenosed region of the mid lad. The lesion was 8.0mm in length, was mildly tortuous with mild calcification. The physician predilated the lesion prior to placing one taxus express2 8.8% 2.5x12mm drug eluting stent without complication. Residual stenosis was 0% after deployment. A guidant vision was placed in the distal lad during the index procedure as well. The patient was discharged from the hospital 1 day post index procedure receiving asa and plavix. The site reported that 129 days post index procedure the patient underwent a tvr of the lad to alleviate two areas of diffuse in-stent restenosis. The physician treated the lesions by implanting one j&j cypher stent in the mid lad, and one cypher stent in the distal lad. In the opinion of the physician there was a probable relationship between the tvr and the taxus stent. The patient was discharged from the hospital one day post tvr.